Event description:
It was reported that the right ventricular lead had dislodged during an unrelated procedure. The lead was explanted and replaced. No further information could be obtained.

Event description:
New information notes that the patient's condition before, during and post procedure was good. The patient suffered no adverse events as a result of the procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.